Event description:
A distributor in france reported an incident involving a malfunction alarm from an insulin pump. There was no information provided regarding the impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.